Event description:
Patient reported patient programmer and recharger will not communicate with neurostimulator. Manufacturer reviewed troubleshooting procedures. Poor communication screen appeared. Instructed pt to perform physician recharge mode. Patient reported power on reset warning screen. Patient will need to see physician to have neurostimulator interrogated. Manufacturer attempting to contact hcp for follow up. A follow up report will be sent if additional info is received.